Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex a). Investigation ¿ evaluation. It was reported that the catheter from an ultrathane multipurpose drainage set leaked. The catheter was placed in the bile duct for biliary drainage via seldinger method. Contrast imaging was performed, and it was discovered that air had entered the bile duct. The failure was discovered prior to connecting the device to other components. The user suspected the hub was broken. The catheter was removed, and a different cook catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The supplied dawson-muller catheter from the ultrathane multipurpose drainage set was returned in a used and damaged condition. There is no information regarding the events preceding the failure, so it is unknown if the device was examined for possible damage prior to use. The device was received with a large portion of the catheter shaft and loop missing. During table-top testing, using a syringe, hemostat and water, it was confirmed water was escaping between the cap and mac-loc adaptor. Upon dissembling the cap from the mac-loc adaptor, a fold and tear in the flare was discovered. Upon removing the device from the cap, it was observed the tear extended down toward the shaft of the catheter. Based on the evidence displayed regarding the flare, it is feasible to suggest the flare was too large, thus preventing proper seating between the cap and mac-loc adaptor. The device was determined to have been manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. Cook also reviewed the DHR for the reported lot and recorded zero nonconformances. This set is supplied with multiple devices. The assigned lot for the dawson-muller catheter was reviewed, confirming no relevant recorded nonconformances. To date, a further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. An expanded search of lots processed around the time of the complaint lot recorded nonconformances that were scrapped prior to any further processing. Subsequent investigations into all these additional lots revealed no further complaints. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Review of the returned device suggests that the device was manufactured out of specification. However, the information provided upon review of the dmr, IFU, and DHR suggests that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook medical concluded the main cause of the event was related to a manufacturing / quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the catheter from an ultrathane multipurpose drainage set leaked. The catheter was placed in the bile duct for biliary drainage via seldinger method. Contrast imaging was performed and it was discovered that air had entered the bile duct. Hub leakage was suspected. The catheter was removed and different cook catheter was used to completed the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje f10 - (annex g): g0402301 - catheter hub g4 ¿ PMA/510(k) #: k173035 h6 (annex g): g0402301 - catheter hub cook inc. Has been unable to submit reports due to issues with receiving new ssl certificates for esg as2 trading partners from the esg help desk. This issue was discovered over the weekend of 25nov2023. Cook has been in communication with the FDA regarding this issue and was provided the needed security certificate on 04dec2023. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: "¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational." An email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.